Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that her stimulation his somewhat strong and is giving her a tingling sensation right now. Caller states that with positional changes she feels stim more strongly than at other times and does have some tightening of the muscles in her leg and also some cramping of her toes. Patient services reviews that when this happens she should attempt to decrease stim to make it more comfortable. The call was about the patient programmer. A problem was reported. Pt reported she wasn't able to make a connection but when she called in she had no problems with making a connection to the ins. The caller reports an overstimulation sensation causing foot to cramp. The patient reports that yesterday their foot started to cramp, probably due to positional change to stim. The patient decreased stim from 2.05 to 1.95. Pt states the stim is still a little too much this morning and wants to decrease more but is unable to sync. The call was about the patient programmer. Pt always uses the antenna. A problem was reported. A problem with the patient programmer was reported. Caller reports not being able to make adjustment with antenna attached. The patient's spouse assisted with sync without the antenna. Synced immediately and lowered stim from 1.95 to 1.85. Pt states this is good for now, but they know how to decrease stim without the antenna now and can lower more if needed. The caller indicates that a new programmer is coming from repair but she needs to see a dr to have the programs put back on it. The caller asked about seeing just a medtronic manufacturer representative (rep). Patient services reviewed they are not licensed healthcare providers (hcps) and a doctor is required. The caller reviewed the last call record that the still was still too strong at 1.85 after about an hour and so she took it down to 1.75. The patient reports they still had concerns regarding their therapy/device but was working with their hcp/rep to resolve the issue. An appt of (B)(6) 2012 was noted. Additional information was received from the patient on (B)(6) 2018, the patient reported that in regard to the foot cramping, a manufacturer representative (rep) was able to resolve the problem with programming adjustments. No further complications were anticipated/reported.